Event description:
It was reported that following a spinal cord stimulation (scs) trial procedure the patient was experiencing pain. The patient underwent a scs lead pull, and the explanted leads were discarded.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc231670e0, model: sc-2316-70e, serial: (B)(6), batch: 7082419.